Event description:
Device malfunction: premature, partially deployed stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the stenting procedure in the superficial femoral artery, using a contralateral approach, the absolute pro stent prematurely, partially deployed. The partially deployed stent and stent delivery system were removed from the anatomy through the sheath without any difficulties. There was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4) off label vascular use and incorrect removal. (B)(4). The device was received. Investigation is not complete.